Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the system error 322. The device was operating out of spec. Past repairs have shown the upper and lower auxiliaries to be the failing components. The upper and lower auxiliary assemblies were replaced. It was reported that a spectrum infusion pump was alarming system error 322 in the neuroscience intensive care unit. It was also reported that there was no pt injury.

Event description:
It was reported that a spectrum infusion pump was alarming system error 322 in the neuroscience intensive care unit. It was also reported that there was no pt injury.